Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that fuses required replacement. The imaging system then passed the system checkout and was found to be fully functional. Replaced parts were discarded by the site.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the generator would not boot up; the system was not loading the generator bar. There was no patient present at the time this issue was observed.

Manufacturer narrative:
Correction: initial reporter. Additional information: testing also revealed that the isolated standalone board and x-ray relay required replacement. No parts have been returned to the manufacturer for analysis.